Event description:
It was intended to use a 2.25 x 14 mm endeavor resolute rx drug eluting stent to treat a tortuous lesion with 95 % stenosis in the distal of the rca. The device was prepped before use with no issues noted. The lesion was pre-dilated 3 times, for 5s at 6-8 atm. The physician encountered difficulty in crossing the lesion with the device. No patient complications are reported. The device was returned to the manufacturing facility for evaluation and analysis revealed damage to the stent. Evaluation summary the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. A number of struts on the 7th and 8th proximal segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (stenosis, tortuous lesion); deformation problem. Conclusion: known inherent risk of a procedure (stent deformation); device failure related to patient condition (stenosis, tortuous lesion). (B)(4).